Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records received jan 8, 2018. Knee revised to address instability and aseptic loosening of the tibial baseplate. Revision operative note indicated that the tibial baseplate component was loose at the cement to implant interface. The femur and patella components were well-fixed. Tibia, femur and insert components were revised, and the patella component was preserved. Competitor cement was utilized during primary. Doi: (B)(6) 2013 dor: (B)(6) 2016, right knee.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. (B)(6) 2013: the patient underwent a right total knee arthroplasty and a lateral release secondary to severe degenerative arthritis, pain, swelling, crepitus and decreased range of motion. Attune implants were used with non-depuy cement. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2016: the patient underwent a revision of the right knee secondary pain, joint instability and suspected tibial loosening. Intraoperatively, the tibia was noted to be loose at the cement to implant interface. Although it was noted the femoral and patellar component were well fixed, they were revised as well. There were no intraoperative complications. Pmh: severe degenerative arthritis, subchondral sclerosis, severe patellar maltracking, synovitis (right knee). Doi: (B)(6) 2015. Dor: (B)(6) 2016 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b3, b5, b7, d11, h6 (no code available (3191) is used to capture the surgical intervention and medical device removal). Corrected: a1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.